Event description:
It was reported that during use with bd luer-lok¿ tip syringe the plunger broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during injection of methotrexate into a 100 ml freeflex nacl bag, the plunger of the 1 ml syringe broke.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-mar-2023. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the tip of the plunger rod was broken inside the stopper. Potential root cause for the broken plunger rod defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2213779. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd luer-lok¿ tip syringe the plunger broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during injection of methotrexate into a 100 ml freeflex nacl bag, the plunger of the 1 ml syringe broke.